Event description:
It was reported that during a da vinci si myomectomy procedure, the strings on the maryland bipolar forceps instrument were noted to be snapped. There were no missing or fallen pieces reported. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing from the clevis. The clevis does not exhibit any damage or wear marks. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.